Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional stent graft procedure. Reportedly, the first prostyle device at the 11 o¿clock position was successfully deployed without issue. However, when deploying the second prostyle device at the 1 o¿clock position, the plunger was pushed in at a 45-degree angle, but the suture did not follow upon withdrawal. A guidewire was reinserted, and the device was replaced with a new prostyle. The suture of the new prostyle device was successfully pre-placed. The sheath was upsized to a 20f, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.